Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the smoke was coming from the power supply of the built-in computer. The cse replaced the computer and the issue was resolved. Siemens research and development personnel determined that the cause of the smoke being emitted was related to the failure of high power mosfet component q30. These devices are designed to blow quickly in the event of a failure, which causes the component to dissipate all power, resulting in some smoke and odor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from a dimension exl 200 instrument. The operator shut down the instrument and the external uninterruptible power supply (ups). There are no reports of injury to staff, damage to property, or impact to patient samples.